Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. Intermittent motor stalls were reported. In regards to if any environmental, external or patient factors that may have led or contributed to the issue it was noted as ¿n/a¿. The diagnostics and troubleshooting included interrogation of the pump. The actions and interventions taken to resolve the issue was noted as pump replacement was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Interrogation of the pump upon receipt indicated that the pump was programmed with hydromorphone (12.6 mg/ml at 0.695 mg/day) and baclofen (410.0 mcg/ml at 22.60 mcg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.